Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1; -11.5 diopter implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2021. There was no patient contact with the lens. During the same date a back of lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Event description:
The reporter indicated that a 12.1mm vicm5_12.1; -11.5 diopter implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2021. There was no patient contact with the lens. During the same date a back of lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).